Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged when the patient pulled up to get out of bed. The patient then experienced diaphragmatic stimulation and the lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.